Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed that a delivery wire and the main coil were returned for this complaint; the introducer sheath was no returned. The main coil and the delivery wire were returned stuck inside an imager ii catheter and it was necessary to cut the catheter in order to release the main coil. Once it was released, several quantities of dry blood were encountered; besides, the interlocking arm was detached from the main coil and it was found inside the catheter, they were not interlocked. No damages were found. The proximal end of the delivery wire as a smooth surface. The main coil zap tip has a smooth surface. The main coil was found kinked and stretched. The delivery wire and main coil dimensions that could be measured were inspected and met specification.

Event description:
Reportable based on device analysis completed on 20sep2019. It was reported that premature deployment occurred. A target lesion was located at moderately tortuous and mildly calcified internal iliac artery. A 8mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that there was an early detachment in the imager microcatheter and difficulty was felt. The coil arms were connected during preparation and there was no possibility that the hemostasis valve was strongly tightened during insertion. The introducer sheath retracted in the hub when inserting the coil. Also, the delivery wire was not rotated more than once when advancing the coil with the twist lock completely open. The main coil was removed from the patient together with the catheter. The procedure was completed with a different device. No patient complications was reported. However, device analysis revealed that the interlocking arm was detached from the main coil.